Event description:
Customer tested 195 mg/dl on aviva system 1. Customer reported low blood glucose symptoms with this result; she re-tested within 10 minutes on aviva system 2 and the result was 65 mg/dl. Medical treatment was not required. No adverse event related to the device was reported. Customer declined to return the suspect device.

Manufacturer narrative:
The event occurred in(B)(6). This medwatch report is for the suspect device used in system 1 (lot number 490648, expiration date 05/31/2013). (B)(6).